Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 7080263.

Event description:
It was reported that during the trial period, the patient experienced overstimulation on the feet and did not get stimulation on the left knee due to lead migration. The patient underwent an early lead pull. No further action was needed. The trial leads were not returned.